Manufacturer narrative:
This case, with patient identifier (B)(6) (system 1), is related to case with patient identifier (B)(6) (system 2).

Event description:
It was reported the patient received the following results within 15 minutes: 119 mg/dl (system 1), 354 mg/dl (system 1), 257 mg/dl (system 1), 109 mg/dl (system 2), 110 mg/dl (system 2), and 109 mg/dl (system 2).